Event description:
A report was received that the patients lead was placed too laterally. The patient underwent a lead revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.